Event description:
It was reported via repair work order that the footend hi/low was not working due to the hi-lo lift motor (actuator) malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend hi/low was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by communicating with the customer that the bed will need to be replaced after 9 years in service and working with the account manager on an option, such, as providing credit. A visual and functional inspection was allegedly performed by biomed engineer of (B)(6).